Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).

Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the hemopro silicone tip cracked and torn along the side. This was observed through the monitor. The pa immediately removed the device from the leg with the silicone boot tip still attached to the device. There was no part broken off. A replacement device was used to complete the procedure. There was no pt complication reported by the hospital. During the same procedure, the activation switch on the hemopro worked intermittently. When the harvester pulled it back to activate the energy, it did not delivery the energy. Hemopro power supply setting was 2.5 per IFU recommendations. The procedure was completed using the same device with intermittent energy delivery. The hospital did not report any pt complications. This report is for the first device.